Manufacturer narrative:
(B)(4) - damaged casing/shroud. The analysis results showed that the tl90 device with the hook shroud open and with a cartridge loaded on the device. The cartridge was returned void of staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout tab and the adjusting knob damaged. The damage to the tab and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? On which firing did this occur? Did the device lock out and would not fire? Was the firing trigger advanced and no staples deployed?

Event description:
It was reported that during an unknown procedure, the device did not staple at all. Another like device was used to complete the procedure. There were no adverse consequences for the patient.